Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and is still implanted in the patient as of the date of this report. (B)(6). A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Product manufacture date: may 8, 2015. Product expiration date: may, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an intramedullary nailing procedure, the blade missed the nail during proximal locking. The surgeon stated that the insertion handle and jig were attached correctly and alignment was checked before insertion into the patient. During insertion of the blade it notice to have missed the nail as it appeared to be in alignment on per the ap x-ray images in theatre. Upon follow up x-ray performed approximately 4 weeks later it was noted that the blade and proximal fragment position had changed. On the lateral image it was evident that the blade had missed the nail. The surgeon has elected to leave the implant in-situ for the moment as the patient is mobilizing alright and fracture position is acceptable. Given the multiple co-morbidities of this patient, he not a good candidate for another operation. This report is 1 of 2 for (B)(4).